Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no flow through three (3) large volume infusors. This event was discovered after the infusors were filled with solution. There was no patient involvement. No additional information is available.